Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states when she opened her meter kit, the lancing device was put together already, with a lancet already inserted into the device and ready to use. Customer states the sterility cap was already removed from the softclix lancet that was inserted into the device. Caller stated kit didn't look sealed. No adverse event alleged. Returning and replacing meter kit.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.